Event description:
The customer tested her blood glucose and received a reading of 221 mg/dl using her contour meter. She retested using another meter and received a reading of 99 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned for evaluation.